Event description:
Same case as #6000089-2007-00877 and 6000093-2007-01232. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon perforation of both devices occurred. A 7fr. Mach 1 guide catheter was used. The physician encountered a difficulty inserting the balloon in the guide catheter. Then he encountered difficulty inflating the balloon, as the balloon had perforated. The physician then inserted a taxus express2 3.0 x 20mm drug eluting stent. "There was a similar issue with the stent". The physician did not want to exchange the perforated taxus stent delivery system for a new one because he did not want to lose the position in the vessel. The physician said, he inflated the balloon quickly to deploy the stent. The taxus stent was underdeployed because this balloon had also perforated. The physician thought there may have been some "debris" embedded in the guide catheter causing perforation of the balloons. After the taxus stent was partially deployed, he exchanged the entire system and post dilated the taxus stent. No patient complications occurred. Patient status is satisfactory.